Event description:
Kimberly-clark received a report stating, "dome separated from tube during removal, retrieved dome via tract." The tube was in place 30-60 days. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We were unable to review the device history record as a lot number was not provided. The device was not returned to kimberly-clark by the customer for evaluation. The directions for use warn, "warning: if the tube does not move without restriction in the tract, do not attempt to use traction as a method of removal." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by the customer for evaluation.